Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 08 july 2024, a triclip procedure was performed to treat mitral regurgitation (tr) grade 4+. A xtw (lot: 31009r1103) was chosen for implantation. During preparation, one of the grippers was unable to lower. Troubleshooting was performed but was unsuccessful. The clip was discarded. There was no patient involved with the issue. A replacement triclip xtw (lot: 31009r1107) was then implanted successfully, reducing tr to trace. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.